Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist stated patient was diagnosed with necrotic pulp with symptomtic apical periodontitis secondary to trauma. Treatment was completed in 2 visits with interim calcium hydroxide. Access cavity sealed with core build up. Guarded prognosis and possible outcomes following dental trauma including resorption, discoloration, need for additional endodontic treatment and loss of teeth has been discussed. Additional teeth in the area are also sensitive at this time and could need endodontic treatment if symptom persist. Patient was advised to return in 3 months for follow up evaluation but to return sooner should any symptoms or signs of infection and or swelling present in the area. It is recommended to minimize any form stress on these teeth at this time, including but not limited to bleaching and any aggressive orthodontic movement.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.